Event description:
The customer reported that the system was making a loud beeping noise and would not boot up. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The transformer was re-strapped. The system was then found to be operating as intended.